Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing impedance of the right ventricular (rv) lead was noted to have steadily increased, but recently plateaued. The rv lead will be monitored, and it remains in use. No patient complications have been reported as a result of this event.